Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) came out when the device was being removed, preventing proper hemostasis. Hemostasis was achieved by manual compression in less than 30 minutes. There was no reported patient injury. The user was trained on the device. There was no damage to the device prior to opening the package. The device was stored and prepared according to the instructions for use. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the site, and no stenosis greater than 50%. The target femoral site had not been previously closed with any closure device or manual compression within thirty days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. A non-cordis catheter sheath introducer (csi) was used. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1¿2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug of a 5f exoseal vascular closure device (vcd) came out when the device was being removed, preventing proper hemostasis. Hemostasis was achieved by manual compression in less than 30 minutes. There was no reported patient injury. The user was trained on the device. There was no damage to the device prior to opening the package. The device was stored and prepared according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the site, and no stenosis greater than 50%. The target femoral site had not been previously closed with any closure device or manual compression within thirty days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. A non-cordis catheter sheath introducer (csi) was used. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1¿2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. Other procedural details were requested but were not provided. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was in the depressed position while the guard was locked. The plug was deployed but remained hanging from the distal end of the delivery shaft. The indicator wire was in the retracted position. A non-cordis catheter sheath introducer (csi) was returned inserted into the device. The indicator window was observed in the black/white and red position. During visual inspection, the plug spontaneously detached from the distal end of the shaft without any additional force applied beyond standard handling, indicating that the mechanism had successfully advanced the plug to its intended release point. The plunger was found in the deployment position, confirming that the plug had been pushed as designed. The event suggests that external factors unrelated to the deployment mechanism may have contributed to the plug's initial adherence. A functional deployment simulation could not be performed, as the unit was received in a fully deployed condition. A high-magnification microscopic evaluation was conducted to assess the internal mechanism. No abnormal conditions were observed during the inspection. The reported event, which was verified as ¿vascular closure device (vcd)-deployment difficulty-partial deployment¿ due to the condition of the received device, was observed as the plug was partially deployed with the deployment button fully depressed. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the reported inability to deploy the plug from the device. However, during analysis, the plug detached from the device with minimal manipulation, and there were no anomalies noted to the internal components. This indicating that the mechanism had advanced the plug to its intended release point, suggesting that external factors unrelated to the deployment mechanism may have contributed to the plug's initial adherence. As cautioned in the IFU, which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis nor the information available for review suggests that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.